Manufacturer narrative:
The device remains in service pending resolution. Engineering review of the device data confirmed unexpected device behavior. Diagnostics showed significant residual energy on the capacitors, indicating not all of the intended energy was delivered during some shocks. Also, shocks delivered in the initial polarity had impedance measurements that were higher, but still within range, while shocks delivered in the reversed polarity had impedance measurements that were out-of-range at greater than 145 ohms, causing the code 1005 that was observed. Evidence was pointing to a device issue and device replacement was recommended. However, replacement of the rv lead should also be considered, as until laboratory analysis of the device can be performed, a lead issue cannot be ruled out.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed a code 1005, indicating an open circuit condition was detected during shock delivery. Lead measurements showed the shock impedance measurements were out-of-range, at 160-180 ohms. Technical services discussed an invasive procedure would be needed to evaluate the connections or to check the integrity of the associated right ventricular (rv) defibrillation lead. Both products may need to be replaced; it was noted the remaining longevity for the device was approximately 2.5 years and the device had been implanted since 2010, so replacement of the device was recommended to avoid another procedure in the near-term. A review of the episodes showed the rhythm was atrial fibrillation (af) with rapid ventricular response. The delivered shocks have at times converted the af, but other times either had no effect on the rhythm or induced af again. The first code 1005 was recorded back on (B)(6) 2016. It was noted defibrillation threshold (dft) testing was performed in (B)(6) 2017, with a shock impedance of 95 ohms observed. No adverse patient effects were reported.

Manufacturer narrative:
The model number, serial number, and manufacturer of the rv lead was not available. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was later reported that the device was explanted the following month. The rv lead remained implanted. The device was discarded at the hospital and will not be returned for laboratory analysis. No additional adverse patient effects were reported.